Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-jul-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of anal pruritus ('anal itching') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced thrombocytopenia ("thrombocytopenia"). On an unknown date, the patient experienced anal pruritus (seriousness criteria medically significant and intervention required), dizziness ("dizziness") and fatigue ("fatigue") and was found to have platelet count decreased ("low platelet count (very low 20,000)") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the anal pruritus and dizziness had resolved and the thrombocytopenia, platelet count decreased, weight increased and fatigue outcome was unknown. The reporter considered anal pruritus, dizziness, fatigue, platelet count decreased, thrombocytopenia and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2010644) on 24-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of anal pruritus ('anal itching') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced thrombocytopenia ("thrombocytopenia"). On an unknown date, the patient experienced anal pruritus (seriousness criteria medically significant and intervention required), dizziness ("dizziness") and fatigue ("fatigue") and was found to have platelet count decreased ("low platelet count (very low 20,000)") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the anal pruritus and dizziness had resolved and the thrombocytopenia, platelet count decreased, weight increased and fatigue outcome was unknown. The reporter considered anal pruritus, dizziness, fatigue, platelet count decreased, thrombocytopenia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.